Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified, procedure with anesthetized patient must be rescheduled. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not work. Upon checking, fse identified that the problem was caused by a high temperature issue in the control room due to failures in the maintenance of the customer's air conditioning. Fse informed the customer of the environmental conditions required for the correct operation of the system and the consequences of non-compliance. The issue got resolved by waiting time for the air conditioning of the control room, which in this way reaches the working conditions required for the correct operation of the system. After environmental conditions were set, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a patient presented for a scheduled pulmonary vein isolation in the surgery room #8. The patient entered the room a wheelchair. Safety stops were performed by the attending physicians. Following the safety stop check, patient monitoring was established, and the patient underwent venous access and arterial line canalization and anesthetic induction. These were performed without complications, orotracheal tube, exposure, and thermometer were passed through a 5.5 tube, in order to check position of exposure. The surgical team performed imaging without success. They called the engineering team as the equipment was not tested prior to the patient's admission. The engineer reports a failure of the equipment by telephone, which was not possible to solve. There was an hour of waiting, so it was decided to complete the anesthetic act, wake up the patient and cancel the procedure. There was no patient or user harm reported.